Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: please clarify the procedure type (sleeve gastrectomy). How many days post of did event occur? 3 days. How was the fistula diagnosed? How was it treated? Abdominal pain, methylene blue test during reoperations at d3. The surgeon performed a suture , plus drain and jejunostomy then the patients were transferred in gastroenterology centers to treat the leaks with pig¿s queue. If a reoperation occurred, which area of stomach was leak identified? The upper part of the stomach, with a leak through the staple line itself. Were any issues noted in primary operation with staple formation? Not at all was buttressing material used? No. How many days of hospitalization were required? 10 days in overall. What is the product code of the stapler used? Gst60d with plee60a. Which firing was the gold reload used on? What other color cartridges were used and the number of firings of each? Mainly gold and 6 firings. What is the current patient status? Well after 10 post-operative days.

Event description:
It was reported that after a gastrectomy procedure, after several days of the procedure, the patient got a fistula. Patient required hospitalization.